Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia and renal dysfunction as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," also lists arrhythmia as a potential postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that starting (B)(6) 2020 the patient would require permanent dialysis following a ventricular tachycardia storm. The arrhythmia the patient experienced resulted in diminished left ventricular assist device (lvad) flow and oliguria. The patient did not have a history of arrhythmia prior to lvad implant. The patient's defibrillator threshold and medication regimen were adjusted. The patient was stable at home following the event and would be seen for a follow up in the pacemaker clinic. No recurrent arrhythmia had occurred, and the patient would remain on intermittent hemodialysis.